Event description:
The complainant reported an under-delivery. Within 14 hours, the pump did not deliver any feeding product; however, the flush bag was completely empty.

Manufacturer narrative:
(B)(4). (B)(4). While the reporter stated the pt suffered hypoglycemia, the pt's blood glucose level and other pertinent pt info has not been provided. If add'l info/clarification is obtained, a follow-up medwatch will be submitted. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.